Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior, broken plug strap, red and yellow particles. Leak test and microscopic analysis was performed which identified: striated opening, sharp broken. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is astriated opening due to surgical damage consist in the use of some surgical tool, and a sharp broken on plug strap due to an unidentified (tear) opening. The reason for reoperation: capsular contracture, baker grade iii and implant exchange from textured to smooth implants due to the patients concerns of the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and implant exchange from textured to smooth implants due to the patients concerns of the product. Device remains implanted.